Event description:
It was reported that cartridge showed incorrect insulin amount. There was no reported impact to the customer¿s blood glucose level. Customer stated that troubleshooting had already been completed, did not want further troubleshooting at that time, and no additional information was received regarding the outcome of the event.